Event description:
The pt's son reported that the pt (his mother) was admitted to the hospital for lethargy, choking, and the color of her skin. The pt was diagnosed with pneumonia and a heart attack. The pump was turned down by 50%. The pt was transferred to another hospital and was in a vegetative state in the critical care unit. The son stated that the admitting hcp thought the pump may have been overmedicating. The admitting hcp provided that pt was being diagnosed with an overdose. The admitting hcp stated that the pump was programmed to deliver morphine 20 mg/ml at a daily dose of 0.87 mg/day. The admitting hcp was considering filling the pump with preservative free normal saline. The pt's pump hcp later reported that the pt's pump contained morphine and bupivacaine. The pt's dose had been unchanged for several years. On admission to the hospital for the respiratory failure, the pt's pump was found to be functioning correctly, so an overdosage was unlikely in spite of the family's report. The dose was cut in half at the time, and the pump was later emptied of all drug and would not be refilled.